Manufacturer narrative:
Investigation summary: the event product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for the last three (3) lots purchased by the account indicates these lots passed all manufacturing and quality inspections. During the manufacturing process, all trocars are thoroughly inspected and tested for functionality and performance prior to packaging. The root cause could not be determined ; however, applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. This report is to follow up with medwatch# mw5063742.

Event description:
Event description from medwatch report - voluntary 01-aug-2016: "a small piece of broken black valve in the port." Phone call with hospital staff on (B)(6) 2016 - seal was dislodged and retrieved. No other additional information was able to be obtained. Patient status - patient is fine.